Manufacturer narrative:
(B)(4). One piece sled. The ecr45b reload was received for analysis with the one-piece sled damaged and partially fired. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. Due to the condition of the reload, no functional test could be performed. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a video laparoscopic appendectomy procedure, when the stapler was fired the load did not cut or staple. The device locked. It was necessary to replace the load to continue the procedure. The procedure was completed with a same like device. There was no patient consequence reported.